Event description:
Intubation tube ett cuff deflated causing ventilator alarms, low o2 saturations. Secretions, coughing and gurgling. Attempts to add air to ett cuff without success. The cuff was not functioning and the tube needed to be changed. Since the pt was dnr, the pt's poa was contacted for further guidance. The poa decided not to have the pt reintubated. The pt was extubated, and comfort measures put into place. Upon removal, a large hole was noticed in the side wall of the cuff.